Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and reported failure was confirmed. The endoscope cable connection was checked. Endoscope self - test failed and the wpb defect. The probable root cause is attributed to component failure. Additional observations not reported by site: 1. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. 2. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. It failed. The scope was found not meeting the expected light level threshold and resulted in no video. 3. The scope shaft bearing friction issue was found. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to adhesions and adiposity and it was not possible to get an oncologically safe view of the vascular pedicle. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that this morning, while plugging the endoscope, it was not able to pass the self-tests and be calibrated. They did not call a tse, but replaced the endoscope to proceed. Later on, they had to convert for reasons related to the patient (not to a faulty system). Prior to calling tse, the site tested the faulty endoscope, and it was still generating a self-test error. Live logs are showing errors 48218, 45310 and 48406, pointing to a communication issue with the endoscope. Tse guided the site to clean the endoscope connector with alcohol, but this did not resolve the problem. The tse advised her to return the endoscope. The procedure was converted to open surgery due to patient's anatomy and there was no reported injury. Isi followed up with the site and obtained the following additional information: the endoscope was replaced with another one and they proceeded with the procedure. The procedure was a colorectal (right hemicolectomy) which later on was converted to open because of adhesions and bulky adipose tissue. The serial number of the 30-degree endoscope (B)(6) . Isi followed up with the surgeon and was told the conversion had nothing to do with the non-functioning camera. This was replaced at the beginning of the procedure, and they proceeded robotically as planned. The conversion was due to adhesions and adiposity meaning that it was not possible to get oncologically safe views of the vascular pedicle.